Event description:
It was reported that the customer complained about sensor reading discrepancies. Customer stated that he is a very active person; he is a marathon runner and weight lifter. Customer stated that the sensors stop working after 3 days of use. It was reported that the customer received a low glucose alerts while working out; customer ate a protein bar and finished his workout. Customer stated he did not shaky. It was stated that the sensor glucose reading was 67 mg/dl but when the customer went home the sensor glucose was 78 mg/dl but his blood glucose value was 430 mg/dl. Customer stated that it is a dangerous situation and seems to happen quite often. Customer was advised not to treat based on the sensor glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.